Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. There was no safety issue or concern due to the observed burnt electrical smell. The complaint that the autopulse nxt platform (sn (B)(6)) was unable to perform compressions was confirmed during archive review and functional testing. The complaint of an illuminated yellow alert triangle alert indictor and burning smell was also confirmed during functional testing. According to the archive, fault 1300 was observed. The root cause of the reported complaint was a short circuit in the fan's electrical system, due to fluid penetrating the sealant of the fan circuit. Based on the archive log review, fault 1300 (fault_no_fans_fun) was observed around the event date, indicating the fan is not functional. According to the archive log review, the platform was used for a treatment session that lasted 17 minutes and 9 seconds on (B)(6) 2026. This date is likely when the issue occurred. The session ended due to fault 1300, which caused the yellow triangle alert indicator to flash and rendered the platform non-operational. Preliminary functional testing could not be performed due to the flashing yellow warning indicator displayed upon powering on the autopulse nxt platform, confirmed the reported complaint. Fluid penetrated the sealant of the fan circuit, causing a short circuit in the fan's electrical system, which resulted in the reported burnt smell. The fan is now non-functional. There was no evidence of fluid when the platform was opened. The fan assembly was replaced to remedy the reported complaint. Following service, the autopulse nxt platform passed the run-in test without any fault or error. The autopulse passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for autopulse nxt platform with sn (B)(6).

Event description:
The customer reported that during event on (B)(6) 2026, a rescue was done on an adult male for drowning at 2pm. The patient was pulled from the pool and this day there was heavy rain and heavy winds within a tight space in the backyard. The battery was confirmed to be fully charged and when the autopulse nxt platform (sn (B)(6)) was turned on there were no alarms heard. When they pressed the start button, the nxt band did not retract or operate so manual CPR was done while the patient was still on the board. The platform was not able to perform any compressions during the event. The patient was male, 88 years old weighing 90 kilograms with no adverse outcome. When the platform was being cleaned afterwards, it was confirmed that a burnt electrical smell was noticed and the protective cover was wet. The customer turned on the platform and a flashing yellow alert triangle was illuminated with the battery bar at 2. No suspected malfunction with the battery. There was no safety issue or concern due to the observed burnt electrical smell.